Manufacturer narrative:
Alleged failure: it literally cooks the muscle (the muscle really changes color). The water is very hot. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the tissue gets trapped in the electrode suction path hole which can result in abnormal plasma. Heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by suction path blockage, lower electrode mass due to variation in electrode thickness or opening cut . The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a patient burn.

Event description:
It was reported that there was a patient burn.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.